Event description:
It was reported that patient presented to the hospital after the device failed to convert an episode of vt. Patient was syncopal. It was noted that the patient may have an electrolyte imbalance. Patient is stable.

Manufacturer narrative:
(B)(4)